Event description:
It was reported that during the procedure, the system did not start. The procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The laser was tested, electronics were fine and fully functional. Several treatments were performed simulated without issues, the device fulfill the specifications. The field service engineer did not find an issue related to the console. Since the investigation was unable to identify any damage or malfunction related to the reported allegation, the event could not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during the procedure, the system did not start. The procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.